Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.

Event description:
It was reported that the insulin pump had returned. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.